Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was admitted for review of coronary artery disease one day prior to the patient's diagnosis of in-stent restenosis. It was also further reported that the proximal left anterior descending artery had the restenosis.

Manufacturer narrative:
Age at time of event: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2012, the patient presented with unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed on the same day. The target lesion for the index procedure was located in the proximal left anterior descending (lad) with 90% stenosis, a length of 38mm and a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilatation and placement of a 3.50x38mm promus element ¿ long drug eluting stent. Following post dilatation the residual stenosis was 0%. After three days, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient was diagnosed with in-stent restenosis. The patient underwent angiography without revascularization. The following day, the patient was discharged.